Manufacturer narrative:
The lot number was requested, but was not available.

Event description:
Gore received notification from ansm #(B)(4). The notification reports an event that occurred on (B)(6) 2017 involving a vascular graft that was sutured using a cv-8 gore-tex® suture. It was reported that the needle was un-crimped and lost in the patient. It was reported after checking that it was not found in the patient. The patient was well at discharge.